Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1217, awareness date 08-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on an unspecified date. About 2-3 months after essure was inserted the consumer started to experience burning sensation all over her body, from feet all the way up to her face. It felt like something was burning her. When she would look, it would be a long red thin line, or a thick patch, or multiple lines & patches. The burning would go away after about 2 minutes and then the itching would start. It was a very intensive itching, everywhere. Sometimes she would itch for so long and so hard she would cause sores in her skin. She received (B)(4) for itching, due to it possibly being na allergic reaction, and it helped. She no longer had to worry about this huge red, burning, itching rash over her face, as long as she took (B)(4). Consumer stated that she had a very easy menstrual cycle, 3 days with a light now. After having this procedure done it changed to 7-10 days, heavy bleeding along with large clots. She also had extreme cramping, her hair was falling out, memory was hazy at times. She had frequent headaches too. Sometimes they were so bad she couldn't even go to work. Given the bleeding, clotting and every thing else, she was offered a hysterectomy. Her doctor performed a hysterectomy on her to remove the coils. Product technical complaint investigation and final assessment were received on 24-oct-2015: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and her menstrual cycle went to 7-10 days, heavy bleeding with large clots. She underwent a hysterectomy to remove the coils. This event was considered serious due to medical significance and is listed in the reference safety information for essure. After essure insertion menses pattern changes may occur. Given the nature of the reported event and in the lack of an alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since a device removal was required and a hysterectomy was performed. The product technical analysis concluded that based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs